Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported recurring high blood glucose levels and several occurrences of hospitalization prior to the call. He stated his daughter has visited the hospital six times, of which two admissions were for diabetic ketoacidosis. He observed small bubbles in the insulin, which was cold during time of use. Customer's father reported his attempt to treat the high blood glucose levels with 20 units of insulin, but her blood glucose levels would still increase. The customer's blood glucose reading was 320 mg/dl at the time of the call. The customer's father also stated that the insulin pump had a no delivery alarm and the cannula was slightly curved. The customer mentioned having air bubbles in the reservoir as she was using cold insulin. Nothing further reported